Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted.

Manufacturer narrative:
The complaint could not be confirmed for ¿lead migration.¿ this reported complaint cannot be confirmed through product analysis testing alone. As received, visual inspection revealed multiple lead wires were detached from the paddle electrodes. The lead was returned cut and damaged as a result of the explant procedure. Full functional test could not be performed due to the damage.